Event description:
Reportable based on device analysis completed on 31jan2015. It was reported that lost image occurred. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used to view the lesion. Upon using, it was noted that the image was lost. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed an open hole at the sheath lap joint section of the catheter.

Manufacturer narrative:
(B)(4). The complaint device was received for evaluation. Evaluation of the returned device revealed that an open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The telescope assembly was not able to properly pull back, advance, or retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. During image characterization testing, no image appeared in the system due to electrical open at proximal. In order to inspect imaging core windup at the proximal end of the catheter, the retainer clip was removed and imaging core assembly was pulled out from hub. Imaging core windup was found in the telescope assembly. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).